Manufacturer narrative:
A supplemental report was initiated to update the aware date, as the initial MDR did not have an updated aware date when it was submitted. The results of the device history record review (not documented in the initial submission) are also being communicated in the follow-up submission.

Manufacturer narrative:
Comments regarding the results of the device history record (DHR) review were omitted from the prior submission; hence, this follow-up communication: review of the device history record: the product passed all release specifications with no non-conformances reported in the DHR for any reason. The sterility lot number is 515189. The balloon wo number was verified and the product passed all release specifications with no non-conformances reported for the balloon. Balloon w/o number: (B)(4); balloon manufacturing date: 01/13/2015 / 01/16/2015.

Manufacturer narrative:
One embolectomy catheter was returned for evaluation without the packaging. The visual examination was performed using the unaided eye. Examination of the catheter found the balloon latex to be ruptured between the windings. There appears to be latex missing from the balloon. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. The recommended inflation media is 0.75cc liquid per the IFU. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The windings appeared to be in good condition. The catheter body tube is also in good condition, there is no visible damage. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon of the fogarty catheter 'burst.' Per the customer's report, the catheter was not overinflated. No patient compromise was reported as a result of this event. The catheter was exchanged and the issue was resolved. No other system-related devices were identified as suspect.